Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Patients are advised not to have animals in the room when performing therapy as contamination can occur. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a damaged cassette line, due to cat chewing line, which caused peritonitis. The patient was not hospitalized for the event. On an unreported date, approximately three weeks prior to the receipt of this report, the patient was started on fortaz and ancef, intraperitoneally, to treat the peritonitis (dose and frequency not reported). At the time of this report, the patient was recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.